Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon had difficulty programming a hakim valve with siphonguard, it appeared "stuck" at 30. After several attempts, he was able to reset. But he was not convinced, so he explanted it replacing it with another hakim.